Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was 150 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Missing segments due to cracked and bleeding lcd glass. Unable to confirm blank display or perform the operating currents measurement, self test and displacement test due to damage lcd glass.